Event description:
It was reported by the patient's husband that patient developed a rash with blisters while using 72r electrodes. States that she changed them every 3 to 4 days states rash started a few day after she received unit but is was not bad now it is getting bad. States she wears them on her neck (c2-t3). Did not rotate the position on her skin, states she does have sensitive skin spoke with her doctor and he tried several creams on rash states she went to dermatologist and was given cyclostorine. Advised her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments, starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. Replacement 63b electrodes were shipped to the patient. No product to return.the 72r electrodes were not returned for evalaution.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report. Additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient's husband that patient developed a rash with blisters while using 72r electrodes. States that she changed them every 3 to 4 days states rash started a few day after she received unit but is was not bad now it is getting bad. States she wears them on her neck (c2-t3). Did not rotate the position on her skin, states she does have sensitive skin spoke with her doctor and he tried several creams on rash states she went to dermatologist and was given cyclosporine. Advised her to take a break in treatment until her skin is completely healed then conduct a time test at 1 hour increments, starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised her to call back with any issues during the time test. Replacement 63b electrodes were shipped to the patient. No product to return.